Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. The alleged issue and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: an unruptured, irregular, giant saccular aneurysm was located at the m2 segment of the left middle cerebral artery, measuring approximately 6.40 mm × 19.2 mm × 26.4 mm (neck × height × width). Under guidance of a micro guidewire, a stent delivery microcatheter was advanced into position. After the microcatheter was properly positioned, one fred stent was introduced through the microcatheter. The stent was successfully delivered to the target position and deployment was initiated. During the first deployment attempt, when the stent was released to approximately half, the opening of the proximal loop was not satisfactory, so the stent was recaptured and redeployed. During the second deployment attempt, the second loop failed to open properly. In-stent thrombosis was suspected. The stent was then withdrawn from the patient and retrieved into the protective sheath. Upon extracorporeal inspection, thrombus formation inside the stent was confirmed, and the stent could not be fully opened even outside the body. The operator then replaced the stent with another fred stent. The procedure was performed according to standard protocol, and the stent was successfully deployed. Post-deployment angiography showed good wall apposition and complete expansion of the stent. The procedure was completed successfully. Patient is "fine¿. No further information was provided.